Event description:
It was reported that the programmer's touch pen stylus was not working. Replacing the stylus did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was not working and further noted that the programmer had a "bsod 00000000a" error and would not boot. The programmer did power up normally with a known good xy board. The programmer also failed its common mode/wrist electrode test and it was discovered that the electrocardiogram connector on the link electronic module board was loose,the keyboard was damaged and the tab on the power cord bay door was broken. The programmer was to be scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).